Event description:
It was reported that while the ventilator was connected to a pt, two technical error codes indicating disabled valves and breathing control communication failure were generated and ventilation stopped. (B)(4)